Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a staff member felt an electric shock when docking the rad 7 to the docking station. Felt pain up arm and jumped back from the unit. Bts performed all electrical safety tests and performed a preventative maintenance. All results came back with no issues. When talking to the nurse, the rad7 was monitoring a patient and no trace was showing. She stated that a red bar was showing across the top and strange alarm was sounding. She had not seen the alarm or heard that alarm noise before. She un-docked the rad7, turned it off and on again. It appeared to be working fine so was re docking when she felt the shock.

Event description:
The customer reported a staff member felt an electric shock when docking the rad 7 to the docking station. Felt pain up arm and jumped back from the unit. Bts performed all electrical safety tests and performed a preventative maintenance. All results came back with no issues. When talking to the nurse, the rad7 was monitoring a patient and no trace was showing. She stated that a red bar was showing across the top and strange alarm was sounding. She had not seen the alarm or heard that alarm noise before. She un-docked the rad7, turned it off and on again. It appeared to be working fine so was re docking when she felt the shock.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions. After approximately ten minutes the device provided a 12 beep watchdog alarm and displayed a "mx comm failure". The device and returned docking station passed electrical safety testing. Internal inspection showed a potential head on pillow bga solder defect on the technology board. Sram transfer failure present when the board is flexed. The customer complaint was not duplicated with regards to electrical safety however a failure was identified in regards to the technology board. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.